Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2014, inratio2 inr: 2.0 and 1.3, therapeutic range: 2.0-3.0. The exact time between was ten (10 minutes). Reportedly, multiple finger sticks were performed on the same finger. There was no reported adverse pt sequela. There was no additional info provided.